Event description:
The facility rep reported a pump that is not working accurately, it freezes up. This was found during pt use, with no pt injury reported or medical intervention needed. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available

Manufacturer narrative:
This pump has not been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.